Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was not reported. It was reported the patient presented to the hospital; however, the patient went home the same day. The patient was initially treated with intraperitoneal unknown antibiotics and then followed with unknown oral antibiotics for the event. At the time of this report, the patient has recovered from the cloudy fluid (clear) and the peritonitis event. Pd therapy was ongoing. No additional information is available.